Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7088760, medical device expiration date: 2022-03-31, device manufacture date: 2017-04-12. Medical device lot #: 7117999, medical device expiration date: 2022-04-30 , device manufacture date: 2017-05-18 . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd angiocath¿ IV catheter had foreign matter on the catheter. No serious injury or medical intervention was reported.

Event description:
It was reported that bd angiocath¿ IV catheter had foreign matter on the catheter. No serious injury or medical intervention was reported.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: b.2. Event attributed to: other d.8. Device single use?: no h.3. Device returned to manufacture: yes investigation summary: bd was able to verify the devices had a foreign matter on the catheter. Fourier-transform infrared spectroscopy testing was performed and shown the matter to be silicone and cellophane. The cellophane comes from a cleaning cloth that is used in the final process of the assembly product. A possible disseminator of cellophane particles comes from wiper cleaning cloth used to clean the elevators of the angiocath assembly machines, which can leave this kind of residue. It should be noted that this silicone does not cause damage to the user and is used to aid in the slippage of the catheter during venipuncture. The cause from excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipping and final assembly process. A review of the device history record was completed for the lots 7088760, 7117999 regarding tests to verify "foreign matter/ visible silicone" and no records were found that could lead to the claimed defect. A review of the device history record was completed for sub-assembly# 004712bjf lot 7053926 manufactured from 03-mar-17 to 31-mar-17 in acam01 machine used in claimed lot 7088760. This lot was reviewed regarding the tests of ¿foreign matter and silicone visible¿ and were not evidenced records that could lead to the claimed defect. A review of the device history record was completed for sub-assembly# 004712bjf lot 7053926 manufactured from 03-mar-17 to 31-mar-17 in acam01 machine used in claimed lot 7117999. This lot was reviewed regarding the tests of ¿foreign matter and silicone visible¿ and were not evidenced records that could lead to the claimed defect. The primary root cause of this complaint failure mode is a possible disseminator of cellophane particles that comes from wiper cleaning cloth used to clean the elevators of the angiocath assembly machines, which can leave this kind of residue. The secondary root cause is silicone visible of angiocath that is caused by the excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipping and final assembly process. A corrective action project has been initiated to investigate the issue. As an action for this potential cause, the wiper cloth was changed, which can release particles of cellophane by small brushes composed of nylon bristles that do not release this type of particle in the machine avoiding to reach the product.